Event description:
It was reported that a non-sustained lead noise episode was observed. The device was inappropriately blanking out intrinsic events. The device was reprogrammed. There have been no patient complaints since programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.